Manufacturer narrative:
(B)(4).

Event description:
It was reported during the implant procedure, the lead could not be fitted in position when it was placed on the left ventricle. The physician took the lead out and implanted a second lead to complete the procedure. No adverse consequences were reported.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.